Manufacturer narrative:
The failed radio frequency self-test alarm occurred due to faulty connector on radio frequency board. The insulin pump was also received with minor scratches on the display window and a missing end cap sticker.

Event description:
The customer's parent called and reported a failed radiofrequency self-test alarm was received on the insulin pump. Customer's blood glucose was 171 mg/dl. Troubleshooting was performed. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.